Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient experienced intermittent alarms without a visible alarm on the system controller. The alarms became more frequent and then the system controller appeared to stop working. The patient reportedly felt fine during the event and switched to his backup system controller. No alarms have been noted since the system controller exchange.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.